Event description:
It was reported that during pre-surgery, it was observed that the attachment device was overheating. There were no delays in the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed assessment for vibration and heat. Therefore, the reported condition was confirmed. It was determined that this was due to corrosion on the bearings and gears, and that the device showed signs of corrosion indicative of damage caused by immersion during cleaning which was failure to follow directions for use. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.